Manufacturer narrative:
Ocd performed retained testing and a batch record review for this lot. Satisfactory results were observed. (B)(4).

Event description:
Customer reported that a patient sample with a previously identified anti-kell did not react with vs419. Testing with the previous lot, vs411, produced 1+ reaction with cell I. Reference lab was able to identify anti-kell with patient sample.